Manufacturer narrative:
Additional information was received that the caster did not detach from the unit and the unit did not tip or fall. Function of the unit unaffected. H3 other text: additional information was received that the caster did not detach from the unit and the unit did not tip or fall. Function of the unit unaffected.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced, and the unit was returned to service.

Event description:
The hospital reported the caster detached from the base of the unit. There was no report of involvement.